Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient was having an issue with stimulation surges. The rep was going to program the adaptive stimulation (as) to see if that resolves the surge issue. Technical services (ts) suggested that the patient turn the therapy off to see if the patient still had a burning sensation in their hip. The rep reported the impedance was normal at560-820 ohms in various positions. The rep called on the day of the report about the patient seeing the ins battery go down to 10% from 100% on the previous day. After reviewing the patient's recharge data, the rep was able to determine that patient's recharge interval and level was appropriate for use and the energy use level was 4.5 days. The rep said the ins was not going from 100% to 10% and the patient was confused on that; the rep assessed the patient's system and the patient was never charging beyond 20% and needed re-education on how to use the system. The rep also reported that the patient was not feeling paraesthesia because they were programmed to not feel paraesthesia specifically the ¿evolve and titrate stimulation to comfort¿; the rep noted the patient's comfort was not feeling paraesthesia. The rep said that the patient noticed once that the ins said they were ¿sitting¿ when they were actually standing. The rep activated the sensor and reviewed there are not separate sitting and standing positions on the sensor; the rep told the patient to call them if they see it again/if it continued and they will meet to assess again after the patient's surgical siteshave had a chance to heal further after a couple of weeks. The rep said the issue was resolved, however the patient was now complaining of pain at the battery site since implant. The patient was directed to the healthcare professional (hcp) to discuss the pocket pain. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient called the rep and said they felt like the stimulation was ¿electrocuting her¿ and that they could not use the controller to make an adjustment. The patient also reported that the ins went from being 100% charged to 10% charged in a day. There were no known factors that may have led to the issue. The patient stated they had not adjusted the stimulation strength since implant. The patient was not doing anything or changing positions when the overstimulation happened. The patient described the incident as completely random. Prior to the overstimulation, the patient was not feeling paresthesia at all. The rep said that once the initial set up process was completed with the recharger and controller they could again communicate with the ins and the patient was able to turn the stimulation down and the feeling of being ¿electrocuted¿ was resolved. The rep said they would meet with the patient on (B)(6) to address the recharge interval. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on (B)(6) 2018 that the patient had pain deep inside the implantable neurostimulator (ins) pocket and they felt stimulation sensation even when the system was off. There were no compliance issues. The manufacturer representative was going to meet with the patient if the issue persisted. The issues were not resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the stimulation surges was undeterm ined. Patient was very susceptible to small changes in ma increases. It was reported that the report of "sitting when standing" did not happen, device stated "upright" and patient was confused by this. It was reported the burning pain, was that the patient felt it was uncomfortable. Patient will follow-up with hcp if issues persist. Rep made some programming changes; recalibrated adaptive stim. Stimulation surges have resolved for now, the patient is following up on burning pain at ins site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the patient complained of no pain relief, her neurostimulator (ins) got hot when recharging, shooting pain down her right hip when recharging, ins sticks out like a wallet, intermittent overstimulation randomly like when shopping at the grocery store, and stim making her feel jittery. The patient reported she was concerned that the ins was actually a government tracking device tracking her movements and whereabouts. The patient was at the healthcare provider's today. Hcp evaluated the ins site and found no issues. No interventions planned. The manufacturer's representative (rep) returned her programming to the 9-10 disc space and 90/1000 parameters and subthreshold. Rep had the patient lay on her back for programming and decreased .1ma from paresthesia exactly like her trial. Rep reviewed with the patient that the trade-off for pain relief is to charge. Patient no longer feels the paresthesia just like her trial. Rep disabled the adaptive stimulation and instructed the patient not to touch her programmer to increase. Patient was able to move around without overstimulation in the office. Patient to follow up with the hcp in 1-2 months and will reach out for further needs. Patient also commented, they were mentally stable in case the rep was wondering and stated they were a mess which was why they drank vodka all day.

Event description:
Additional information was received from the rep. It was reported that patient was experiencing ineffective therapy/overstimulation/bladder stimulation. The cause was unknown. Diagnostics performed were impedance check and film. Actions/interventions taken were reprogramming. The issue was not resolved. Hcp had no further information. Patient's weight was unknown. Rep met with patient to do some reprogramming. Hd programming it was causing overstimulation/bladder stimulation. Patient was also complaining about pocket pain . Patient was extremely sensitive to positional stimulation and wanted her system out because of this. Rep reprogrammed to conventional stimulation to see if that would help in using group a hd programming 450/130. Patient was currently using group b with improved coverage of her buttocks and right leg 2+3-4+ pw 300 r 40. This significantly help with positional stim. Rep also activated sensor. Patient has an appointment on august 1 to assess changes. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported the patient's appointment was moved to (B)(6). It was reported that the burning in pocket was still persisting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that patient meeting was not going to be scheduled. Patient was going to evaluate and if needs be, schedule an appointment. The information was confirmed with the hcp.